Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6) , +17.0d) in their left eye was explanted due to the patient's dissatisfaction with their intermediate vision. A new lal+ (sn (B)(6) , +16.0d) was implanted as a replacement. Rxsight's first awareness of this event was on 03/07/2024.